Event description:
It was reported an unknown issue, possible damage to trach tube. After removing the trach from the water it was boiled in, it was discovered there was a tear on the side of it. Lot and part number are unknown. Bivona 4.0 flextend cuffed l41. Discovered prior to use, no patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two samples and one photo were received for evaluation. Visual and functional testing was performed. Visual inspection found no defects detected. Functional testing found the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received via customer response email (B)(6) 2022: item and lot number received and updated in the complaint. D4: device expiration date: 15-dec-2026 . H4: device manufacturing date: 01-mar-2022.